Event description:
The pt reported that she experienced numbness and tingling on the left side of her face that traveled through her ear. The pt also report "some pulsing" in the back of her head. The pt reported that after she changed the batteries in her pt programmer she didn't feel it anymore. The pt was redirected to follow-up with her hcp for evaluation and possible reprogramming. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up will be sent if add'l info is received. Reference MFR report #6000153200703476.

Manufacturer narrative:
See scanned pages.